Event description:
The micro sagittal saw was sent in for eval due to overheating prior to a procedure. A readily available replacement device was used for the procedure; no adverse event was associated with the device.

Manufacturer narrative:
Corrosion damage was noted within the internal components of the device. Overheating could not be performed as the device had no power.